Event description:
International affiliate reports: two screws of the products were placed to th9 during the surgery for burst fractures of th10. The surgeon decided to pull them out when he probed at left side of th11 with a bone curette at the same surgery. One of 2 screws could be removed while another one was left in the patient¿s body because the surgeon had no time to remove it. The surgeon broke tab of the screw and set the patient in the face-up position. According to the surgeon, the patient developed pulmonary embolism and died 2 hours later. The sample will not be returned because one was discarded at the hospital and one was left in the patient¿s body. See mfg medwatch report no. 1526439-2014-11273 for the second screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer..